Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly, which led to a pump shutdown. Additionally, a power source alert occurred when the customer attempted to charge the pump using the tandem-provided wall adapter. The customer's blood glucose (bg) was 220 mg/dl. During troubleshooting with tandem technical support, the customer was instructed to fully charge the pump and to monitor the battery performance. Additionally, a replacement wall adapter was sent to the customer. Multiple contact attempts were made by tandem technical support to determine if the replacement wall adapter resolved the power source alert, and if the battery depletion issue persisted after fully charging the pump; however, the customer did not respond.